Event description:
It was reported that there was far-field r-wave oversensing on the right atrial (ra) lead channel which resulted in stored atrial tachy response (atr) episodes. It was noted that this patient was not dependent on pacing. Ts discussed troubleshooting with physician. At this time this ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).